Event description:
It was reported that a dexcom g7 continuous glucose monitor initially failed to display glucose levels on the ilet, while readings were available on the dexcom mobile app; the user toggled the cgm setting between g6 and g7 and reentered the four-digit pairing code, after which the ilet began receiving cgm readings. Symptoms included hypoglycemia, with a lowest reported glucose of approximately 50 mg/dl and associated low readings for a short duration. Outcomes included self-treatment with oral carbohydrates and stabilization of blood glucose without medical intervention or hospitalization. Investigation included guided troubleshooting to verify the cgm configuration and reestablish the bluetooth pairing between the ilet and the dexcom g7. Investigation of this case revealed a resolved pairing configuration issue between the ilet and the cgm, with device function restored after user-guided settings correction and code reentry. It was concluded, based on previously established findings for similar reports, that the cause was user configuration error leading to transient loss of cgm data on the ilet.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.